Event description:
The outer tubing pullered away from the luer lock of the infusion set tubing. Pt indicated that she experienced elevated blood glucose (400-500 mg/dl). Pt indicated that she did not receive med attention for this issue.